Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pumps buttons sticked and they did not advance to the screen without pump more than once. The customer stated that batteries life was not lasting as expected and the left corner of the screen was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.